Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that it took longer than expected to see insulin coming from the tubing during fill tubing. Customer stated they were not sure if they were not paying attention, or if insulin was truly not coming from the tubing. Customer's blood glucose level was not impacted due to this reported issue. Customer was able to complete the load process and resume insulin delivery.